Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open ventral hernia repair procedure on (B)(6) 2015 and the mesh was implanted. In late (B)(6) 2016, the patient was diagnosed with recurrence. It was also reported that the patient will likely require an additional procedure to correct the issue. Additional information will be requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.